Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A repair was requested because the battery life was becoming shorter. Field staff found that there was electrolyte leakage. However, no injury is known to have occurred.

Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. The contacts seem to be oxidized by the leaking electrolyte. No injuries were reported. This is a final report.

Event description:
A repair was requested because the battery life was becoming shorter. Field staff found that there was electrolyte leakage.